Manufacturer narrative:
This report is for an unknown cable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable snapped during a procedure. No other information is available. This report is for an unknown cable. This is report number 1 of 1 for (B)(4).